Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap gastroplasty, during stapling, the reload did not fire. The green button was able to be pressed but the handle could not be squeezed. The surgeon opened another reload and handle to complete the case. There was no patient injury.